Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain abutment screws (iunihg) was returned for investigation. Visual inspection of the returned screw identified that the screw was fractured. The screw fractured at the threads and the hex head showed signs of use. No x-rays were provided for the reported event. Review of appropriate documentation: documents reviewed: t3 and osseotite implant systems surgical manual - zbinstsm rev a 06/19. Information identified: torque matrix. As per the applicable surgical manual, the reported screws should be torqued over 20 ncm. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the screw (iunihg) dating back to 12 months. The complaint history review revealed that there are no existing non-nonformances/ CAPA/ hhe/ d/ie/product holds for the reported device related to the reported event. Complainant reported screw fracture. The reported complaint was confirmed as the returned screw was found to be fractured. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the abutment screw fractured.